Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After initial implant, the right ventricular lead was confirmed to be dislodged. During the revision procedure, the helix was unable to rotate therefore the lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended, bent and stretched with blood present. The reported event of the lead helix being unable to retract was confirmed. Visual inspection and x-ray examination revealed the helix was stretched/bent and the inner coil was over-torqued in the connector region due to procedural damage. An extension/retraction test was unable to be performed due to the received condition of the device. The cause of the reported event was isolated to the helix being stretched/bent and the over-torqued inner coil at the connector region, which is consistent with procedural damage. All other damage noted is consistent with procedural damage.